Manufacturer narrative:
Device history record review was completed on the reported lot v2c230. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned for evaluation therefore a root cause could not be determined. Cardinal health will continue to monitor complaint trends for this issue.

Event description:
As reported through medwatch report mw (B)(4), cardinal health instant hot pack burst at top in a vertical fashion while nurse attempted to activate. Based on the appearance of the bag, the user may have applied pressure at the base and not at the squeeze line in the middle as instructed on the bag. No contents of the bag were spilled onto the nurse, and the patient was not in the same room during the attempt to activate the bag. There was no harm to nurse or patient.